Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use the nitrex guidewire to treat a chronic total occlusion (cto) in the right distal anterior tibial artery. The lesion length was reported to be 70mm and it was pre-dilated. The device was prepped as per the IFU. It was reported attempts were made to advance the device over the lesion but it became stuck at the tibialis anteriorly distally while passing through and back. The distal tip was reported to have detached in the vessel. The detached tip was removed from the vessel using a gooseneck micro snare. A non-medtronic 0,014¿ 300cm guidewire was then used and the procedure was completed successfully. The lesion was reported to be post-dilated.

Manufacturer narrative:
Product analysis:the nitrex guidewire was returned coiled, loose and accompanied by the opened, labelled packaging pouch and the detached coil segment. Dimensional verification of the device was performed and an overall length of 299.60cm was confirmed. The coil length stretched to 5.48cm (2.16¿), and the shaft diameter was 0.01705¿ to 0.01710¿. The finished coil diameter was 0.01760¿ to 0.01770¿. A 0.0180 gage bushing passed over the length of the specimen to either aspect of the stretched coil damage. The device exhibited a separation of the coil segment from the core wire shaft. The coil wire bend/kink damage was observed 0.21 to 5.13cm from the distal tip. Stretch damage was also observed from 0.21cm from the distal tip. Deposits of dried blood-like material was observed throughout the coil length. A ductile, tensile overload fracture and bend/kink damage to the wire shaft located 0.31 to 2.11cm from the distal tip was observed. The coil wraps adjacent to the distal tip joint were stretched to expose the distal aspect of the ductile, tensile core wire fracture located 2.32mm from the distal tip. No other damage or inconsistencies were noted to the device. During visual examination and non-destructive testing, the distal tip joint appeared intact. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.